Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery cap was cracked and that the threads of the battery compartment were stripped, which resulted in no power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 28-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 20-mar-2018 with the following findings: the battery compartment was cracked from the threads to the case seal on the side. The returned battery cap was undamaged and fit successfully. The battery cap was glued to the battery compartment and was unable to be removed. A battery was unable to be inserted to power up the pump and the power complaint was duplicated. The pump cover was unable to be removed due to the stuck battery cap.